Event description:
Caller alleged discrepant results between inratio2 meter and other meter. Results as follows: date: (B)(6) 2010, inratio: 1.9, other meter: 3.1. Date: (B)(6) 2010, inratio: 2.1.

Manufacturer narrative:
Investigation pending.